Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No testing was performed due to part not being replaced. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the passive planar ball tip was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: manufacturer updated to proper value.